Event description:
Pt who experienced pain for over one year was enrolled in a (B)(6) . Pt was implanted with prodisc-l at levels l4-5 and l5-s1 on (B)(6) 2005. Pt was evaluated at 6 weeks, 3 months, 6 months, 12 months, and 18 months. Pt had complained of right leg sciatic type pain 6 months post operatively. CT scan on an unk date showed foraminal stenosis at l4-s1 with pt managed with non-operative treatment. In (B)(6) 2007, it was determined pt would benefit from surgical treatment with pt returning to operating room on (B)(6) 2007. Pt underwent a right sided hemilaminectomy to medial facetectomy, foraminotomies and decompression at levels l4-s1. The prodisc-l implants were not removed. This is 1 of 6 reports for this event.

Manufacturer narrative:
Devices not removed: revision date - (B)(4) 2007. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product development reviewed the additional event from the ide study. The adverse event is consistent with our post market experience. Based in the similarity, no investigation of the individual event is necessary. The design risk analysis is adequate for the intended use.